Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis nurse called technical services to have a cycler replaced after a patient had a cardiac arrest. The patient was admitted to hospital for an exacerbation of chronic obstructive pulmonary disease on (B)(6) 2016. On the night of (B)(6) 2016, the patient was found to be confused and cut his pd catheter. He disconnected from the cycler and went to the bathroom. He was then found to have pulseless electrical activity on the morning of (B)(6) 2016, was taken to the ICU. As of (B)(6) 2016, the patient was still in the hospital and recovering from the cardiac arrest. The patient has transitioned to hemodialysis. Medical records were requested.

Manufacturer narrative:
Medical records were requested and will not be made available. The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completed without failures. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.